Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed reported problem. Review of the system log file showed that it confirmed issue with geo ipc. The fse replaced geo ipc to resolve the reported issue, the system was returned to use in good working order.

Event description:
It has been reported to philips that geometry pc did not work. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geometry pc was failing. The geometry pc has been replaced that the system was returned to use in good working order.